Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse stopped a tpn to begin a blood product infusion and when attaching the tubing, the spin collar broke. There was no patient harm.

Event description:
Curos caps are used by the customer at times.

Manufacturer narrative:
The customer¿s report of the spin cap breaking was not confirmed but separation of the luer lock from the luer barb was replicated. While manipulating the tubing during investigation, it was noted that the male luer spin lock was easily separating from the luer barb. Magnified inspection of the male luer components did not reveal any tool marks or indications of stress. The luer component was found to be within iso specification. The root cause of the separation was not determined.